Event description:
The customer reported the system stopped working during a vascular exam. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.